Event description:
It was reported to boston scientific corp that a dreamtome sphincterotome was used to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2009 (pt's exact age is unk, however, the pt is over 18 yrs of age). According to the complainant, upon removing the dreamtome from the packaging, it was observed that the coating on the dreamtome guidewire was jagged and frayed. There was no pt involvement. The procedure was completed with another dreamtome sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).